Event description:
A medtronic representative reported that, while in an ent procedure the surgeon alleged an inaccuracy, no specific measurement was provided. Tracer failed twice, then pointmerge registration was successful. It was reported the osteum seeker was slightly inaccurate, more on the nasion than internally, and the microdebrider was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient gender not available from the site.medtronic representative, following-up at the site, reports the site erased the patient exams, therefore, no files/logs will be returned to manufacturer for evaluation. The system has been tracking correctly since this event. No further issues have been reported.